Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the tip was unable to be unscrewed. The rv lead was withdrawn and testing of the tip revealed the tip could not be unscrewed after repeated efforts. A different rv lead was successfully implanted. It was also reported that after placing the left ventricular (lv) lead, the parameters were tested and noted to be good. However, the lv lead dislodged when the catheter was cut. The lv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.